Manufacturer narrative:
Date of event: unknown. Medical device brand name: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device catalog#: unknown. Medical device lot#: unknown. Medical device expiration date: unknown. (B)(4). Device manufacture date: unknown. Bd had not received samples or photos from the customer. Facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that an unknown device caused erroneous results.

Manufacturer narrative:
Catalog# is unknown, lot# is unknown.